Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needles would not retract. It was reported by the customer "needle wouldn't retract when hitting the safety button." Needle wouldn't retract when hitting the safety button.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needles would not retract. It was reported by the customer "needle wouldn't retract when hitting the safety button". Needle wouldn't retract when hitting the safety button.